Event description:
It was reported that during a lead revision procedure a part of the lead had fractured and a fragment of the lead with the distal contacts remains implanted in the soft tissue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.